Manufacturer narrative:
The lot number is unk and therefore the date of manufacture can not be determined. If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that after inserting a size 8 outer cannula in the pt there was difficulty inserting the inner cannula. They switched to inserting a size 6 inner cannula in the size 8 outer cannula.